Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 12 days of data (B)(6) 2020 ¿ (B)(6) 2020, per the timestamp. The log file captured intermittent low voltage hazard and no external power alarms (B)(6) 2020, from 22:38:48 to 22:39:04, on (B)(6) 2020 from 05:45:00 to 05:45:16, and on (B)(6) 2020, from 22:05:27 to 22:05:43 due to losses of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once power to the mpu was restored. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information provided stated that the mpu ac power cord has a v-lock connector. Multiple attempts were made to obtain additional information to obtain the serial number of the mpu and to determine the cause of the losses of power; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but no provided and therefore no UDI was available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was complaining of lightheadedness with certain movements. There were no alarms in his history. Technical services reviewed the log file, which captured no external power event on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020.